Manufacturer narrative:
Infection was previously coded. Additional information indicated there was no infection associated with event.

Event description:
Additional information received from healthcare provider. It was reported that there was no infection associated with the event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient had a recent battery change out. The hcp mentioned that there might have been an infection having to do with the extensions, but the extensions were reused. No further information was provided. The patient¿s indication(s) for use were movement disorders. Refer to manufacturing report #3004209178-2016-27330 as the patient had two extensions and inss and it was unclear which one was involved with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.